Event description:
It was reported that the customer passed away at her home due to heart disease, ischemic cardio myopathy, with diabetes listed as contributing underlying condition. It was stated that the customer was wearing the insulin pump at time of death. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.